Manufacturer narrative:
(B)(6). (B)(4). The original implant procedure was performed on an unknown date. Per facility, the complainant parts were returned to the patient and are not available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presented with pain on an unknown date indicating that the pain and discomfort was linked to certain movements. X-ray imaging was performed, but no product issues were discovered. On (B)(6) 2016, the patient returned to the operating room for a hardware removal procedure. During the procedure, a 2.4mm titanium variable angle locking compression plate (va-lcp) and eight (8) screws were removed fully intact. The surgeon noted that the previous fracture had completely healed. The procedure was completed successfully without any reported complications or delays. This report is 1 of 3 for (B)(4).